Event description:
Customer reported that the suction of the pump has decreased and caused mastitis four times in two months. Customer stated that their milk supply went from 54 oz/day to 18 oz/day." Customer was prescribed antibiotics. Reported from us.